Manufacturer narrative:
Outcomes to adverse event: other - fragments of the instrument remains in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion surgery at l3-s1 due to lumbar stenosis. Intra-op, since the tech nurse assembled the wrong egg handle to the inserter as a result of that when surgeon expanded the implant he was expecting the torque limiter to click, instead the tip of the instrument snapped off into the back of the implants. Many attempts were made to try to remove it, but were unsuccessful. The doctor felt that the tip was well embedded in the implant and would be safe to leave. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual and optical inspection revealed that the screw driver shield's weld has broken. The weld is not very robust but is only required to hold 6nm per the print. There are witness marks on the underside of the shield to indicate pressure was applied. The tip appears to have been sheared and is missing. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.